Event description:
It was reported that patient¿s left hip was revised approximately four years post-implantation due to dislocation. Additional information received in patient's medical records indicate that patient experienced two episodes of dislocation within a six week time frame post-implantation, for which a closed reduction was performed. Medical records further indicate the patient was later revised due to recurrent dislocation, abductor muscle deficiency and suspected wear of the polyethylene liner. Revision operative report noted trunionosis, fluid within the joint space and brownish and necrosed tissue. Abductor musculature was atrophied and stained in metallic fashion. An abductor muscle reconstruction was performed and the femoral head and polyethylene liner were replaced. Upon removal of the liner, no wear was found.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Legal counsel for patient reported patient¿s left hip was revised approximately four years post op due to dislocation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR. This event will be reported on 0002648920-2017-00405.